Event description:
Lowered pt on ambulance stretcher so they could move across to hosp bed in ed. After lowering stretcher, stretcher fell (slipped down a few more inches). Note: this happened x 2 in jan 2002. Hosp agreed it was user error. This time user knew how to handle equipment.